Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system¿s keyboard and trackpad were replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the demo system¿s keyboard and trackpad were not working. No lights turned on and nothing was appearing on the screen when typing. It was noted that there was visible damage to the keys. It was reported that the issues were discovered after uncrating. A medtronic representative tried several usb ports, but it still didn¿t function. A windows keyboard was plugged in and that worked for the time being. There was no patient present when this issue was observed.